Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer was unable to connect to any device. The telemetry wand was changed but made no progress. The physician observed a burning smell. No adverse patient effects reported. This programmer was being returned, and physician requested for the analysis report.